Event description:
It was reported that a patient presented reporting an alarm coming from the patient's implantable cardioverter defibrillator. The patient was referred to another facility but no information regarding intervention was reported. No information on the patient condition was reported.